Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia with coma (loss of consciousness).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. After the patient had fallen asleep sometime on (B)(6) 2023, his blood sugar dropped significantly but the patient was not aware as he did not receive an alert from his cgm. After the patient's wife tried unsuccessfully to reach him via call during this time, she informed the patient's brother of the need to check on the patient. The patient's brother then found the patient in a coma state due to hypoglycemia and responded by calling for an ambulance. Paramedics arrived on site and treated the patient with glucose gel and juice. The patient recovered after being treated by the paramedics and did not require any further medical intervention. At the time of the report, the patient was doing much better. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.